Manufacturer narrative:
(B)(4). The customer reported that the screen was white. There was no reported patient involvement. Philips evaluated the device and the symptom was verified. The lcd ribbon display cable was reseated and resolved the issue.

Event description:
The customer reported that the screen was white. There was no reported patient involvement.